Event description:
Boston scientific received information that this pacemaker exhibited high rate pacing while the patient was in an intensive care unit. It was reported the patient was symptomatic due to the high pacing. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.